Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# unknown. Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: unknown. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). Information was reported that the patient stated yesterday when she was charging her ins she noticed the donut shaped paddle of the recharger therapy monitor (rtm) was getting a little warm. Then all of a sudden the screen went blank and wouldn't turn back on. The patient stated that she plugged the ac power supply into the controller, but it still wouldn't power on or respond. The patient service agent had the patient take their battery pack out of the controller and plug in the ac power supply. The patient confirmed the controller power on and displayed the unlock screen. The patient then unplugged the ac power supply and reinserted the battery pack. The patient confirmed the controller powered on and displayed the unlock screen. The patient connected the rtm and saw the no device found screen. The patient then pressed recharge and the controller began passive recharge mode, then after a few minutes displayed the batteries screen with the controller battery at 50% and the ins battery in the red. It was reviewed that passive recharge mode appears when the ins is depleted. The patient confirmed understanding. The patient stated her ins is recharging with excellent recharge quality. No further complications were reported. No patient symptoms were reported. Additional information was received from the patient. The patient reported that the donut getting warmer was mentioned but not address. The patient couldn¿t get the charger to recharge, the screen was blank, couldn¿t get a response. The tech told the patient to take the battery out then put it back in. This solved the problem. The patient never found out why the donut gets warm. The patient had the device implanted because she had severe sciatic pain that no other procedure helped. Just a few days before surgery, the pain wasn¿t quite as bad, but we went through with the implant. The patient was having more back pain and may need a right hip replacement. The patient had these patterns on her device. She switched to all three at times, but she didn¿t seem to be getting pain relief anymore.